Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow- up, an ECG demonstrated ddd pacing at 65 ppm. Magnet application resulted in doo pacing at 73.8 ppm. During an attempted interrogation, the message, "model number unknown please press return to standard" was displayed. Although the model number could be installed with a custom programmer, the physician opted to replace the device.